Event description:
This procedure is part of (B)(4): the embolic protection device was deployed without difficulties. The protege rx 8x6x30 was advanced to the level of the lesion, but it would not cross if after multiple attempts. The physician decided to proceed with further dilatation of the lesion with a 4.0x20 balloon which resulted in partial resolution of the stenosis. Multiple attempts to advance the stent through the lesion were unsuccessful. It was noted that, at some point when advancing the stent through its sheath into the right common carotid artery, it was partially deployed. It was not possible to retrieve the partially deployed stent into its sheath to be removed and, for that reason, it had to be completely deployed in the right common carotid artery. The sheath was then exchanged for a 7-french, 9cm sheath in order to obtain better support and another stent was advanced to the level of the lesion, but it would not cross. At this point, after multiple attempts to get the stent across, the decision was made to abort the stenting procedure. Subsequently, multiple angiograms were done, showing no evidence of dissection or perforation, all the equipment was removed and procedure concluded. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.